Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 156, 99mg/dl. (Meter). Tests were done within 10 minutes with a difference of 40%. Pt did not experience any adverse events. No further info has been reported. None - customer was using expired vial of strips.